Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements greater than 3000 ohms, which resulted in a lead safety switch (lss). The gradual rise of the measurement and no other issues, indicate a lead fracture due to clavicular crush as the suspected cause. The measurements for the activated unipolar mode were within acceptable range. This ra remains in service, with the replacement been considered to be executed when the associate pacemaker is changed due to normal battery depletion. No adverse patient effects were reported.